Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the bridge board was replaced. The device was recertified and returned to the customer. The bridge board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty transistor on the bridge board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "bridge test failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.